Event description:
Related MFR# 2916596-2023-04078 covers the patient's death/unknown driveline disconnects on the pump. It was reported that the patient's system controller was alarming, and the patient's son and the patient's partner decided to change to the backup system controller to stop the beeping. The son found the patient passed away with their backup system controller connected and it was noted when he was found that the pump and battery were intact and that everything was working. The patient passed away at home alone on (B)(6) 2023. The log files noted two driveline disconnects on (B)(6) 2023 at 10:21 am and at 5:08 pm. There were also no external power alarms due to simultaneous power lead disconnects, and power cable disconnect alarms while the patient was connected to battery power. It was reported that the log files did not indicate any malfunction of the device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: battery depletion event causing the controller clock to reset to the default date and time and driveline disconnect alarm active in the log file. The reported event of the heartmate 3 system controller (serial number (B)(6)) being exchanged was confirmed however, the reason for the exchange was not confirmed. The controller was not returned for analysis; however, a log file was submitted. The submitted event log file contained relevant data spanning approximately 8 hours on (B)(6) 2023 (9:44:19 ¿ 17:08:33 per the timestamp). On (B)(6) 2023 at 17:08:05 both power cables were disconnected followed by the driveline at 17:08:33 indicating that the controller exchange was started. The controller did not flag the shutdown process and the next event the clock was reset to the default date indicating that the backup battery was allowed to deplete. Prior to the controller exchange being started there were no atypical alarm active that would have required a controller exchange, the controller appeared to function as intended throughout the log file. Provided information indicated that when the patient was found expired at home they were connected to the backup controller. A review of the backup controller log file showed that the controller exchange was not completed. The attempted controller exchange and patient passing was not witnessed and no further information could be provided. The root cause for the attempted controller exchange was not determined through this analysis and a correlation between the controller exchange and patient outcome was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D), section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) '(rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, power cable disconnect alarm conditions, clock not set alarm conditions, driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate iii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 instructions for use (rev. C) section 2, entitled ¿system operations¿, explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the log file review showed that the patient never successfully connected the backup controller. The backup controller was connected to power, but the driveline was not connected.